Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system tower door was failed. A field service engineer investigated tower door not opening. Reseated latches, applied grease, and pushed in connections to restore door function. Performed functional test and ran diagnostics. Verified door operation. Customer inventoried medications successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the door was not opening. The customer reported that the issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.